Manufacturer narrative:
Additional information was found from a computed tomography of a type ii and an unknown endoleak.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient had an emergent rupture and was initially implanted with a bifurcated, two infrarenal aortic extensions, a suprarenal aortic extension, and a limb extension on (B)(6) 2016. The patient came in emergently on (B)(6) 2016 with abdominal pain and computed tomography revealed possible endoleak. Patient was admitted and an angiogram confirmed type 1b endoleak with sac growth. Physician elected to implant competitor device to seal the endoleak. Patient is in stable condition.